Manufacturer narrative:
Journal name: cardiología year: 2018 issue #: vol. 29 no. 1 january-march 2018 authors: carlos eder muñoz-consuegra, juan manuel rodríguez-palacios, luis arboine-aguirre, ángel sierra-fragoso,* alejandro zapata-rodríguez title of article: comparison of clinical outcomes regarding the use of titanium-nitride-oxide-coated stents (titan) versus zotarolimus-eluting stents (endeavor) in patients with st-segment elevation myocardial infarction (stemi): an experience from a cardiac center-third care level reference:http://www.medigraphic.com/pdfs/cardio/h-2018/h181b. Event date: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the journal article that 256 patients were enrolled to this comparison study with 121 patients implanted with endeavor drug eluting stents. The vessels treated during procedures were lad, lcx, rca, ramus, diagonal, posterior descending and posterolateral arteries. Post procedural outcomes were thrombus, chronic occlusion, stent restenosis and stent thrombosis. Clinical outcomes at 12 months follow-up are death, tlr/tvr and stent thrombosis.